Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Visual examination of the sample revealed a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube was observed. These piercings coincided in position.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sleeve gastrectomy procedure on (B)(6) 2014 and topical skin adhesive was used. During use, a glass shard came through the dermabond applicator. No adverse patient consequences were reported.